Manufacturer narrative:
(B)(4).

Event description:
The customer reported they observed a split on one side of the endotracheal tube. There was no patient involved.

Manufacturer narrative:
(B)(4). The failure mode, tube split, was confirmed in the received sample. All manufacturing controls were found acceptable and effective to detect the reported failure mode. The reported failure of cuff won't deflate is a known issue and has been investigated under a corrective and preventative action.